Event description:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully.

Manufacturer narrative:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully. The device was not returned. Lot number is unk. Further investigation is not possible.